Event description:
It was reported by service report that the head end jack would not lower. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Eval result: release rod.